Manufacturer narrative:
Field complaint of no output could not be confirmed. Analysis indicates device exhibits normal characteristics and uninhibited output. Loosening the setscrew will break contact between the lead tip and the pulse generator. Thus, the pulse generator will not be outputting to a load, but the programmer egm will still show a pulse since the device is still changing the potential between the tip contact and the ring contact or can.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine replacement procedure the pulse generator exhibited no output. When the wand was placed pacing was confirmed, however pacing could not be confirmed when rotating the set screw with the torque wrench. The device was explanted and replaced successfully. The patient did not experience any adverse consequences.